Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per patient¿s medical records that on: (B)(6) 2012: the patient was admitted with the following preoperative diagnosis: lumbar degenerative disk disease/instability/herniated nucleus pulposus with radiculopathy at l5-s1. She underwent the following procedures: bilateral l5-s1 decompression. Insertion of transpedicular nonsegmental hardware, bilateral l5 and s1. Posterolateral arthrodesis, l5-s1 using compression resistant matrix augmented with rhbmp-2 and local morselized bone graft. As per the op notes, ¿¿a compression resistant matrix wrapped in an rhbmp-2 soaked sponge augmented with local morselized bone graft and cancellous chips. This was placed bilaterally spanning the decorticated transverse processes of l5 through the sacral ala. The decorticated facet joints were packed with a small piece of rhbmp-2 sponge and with local morselized bone graft¿ a second intra-operative x-ray was performed revealing good position of transpedicular screws and that the correct level, .i.e., l5-s1 was performed¿¿ no patient complications were reported. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.